Event description:
The hospital reported a possible leakage issue with an mps disposable delivery set. The perfusionist reported she had primed the system and had the console in recirculation mode when the console displayed the "excessive inlet pressure check source line" alarm code. It was reported the perfusionist performed some trouble-shooting, including powering the console off and back on again. While powering the console back on, the perfusionist reported observing fluid at the base of the unit, near the unit power switch. The procedure had not yet started, so the disposable was exchanged for another primed and completed the procedure without complications. There was no pt involvement or harm reported as a result of the alleged event. The disposable sample was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.